Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported waking up to a button error alarm on the insulin pump. Customer stated that he was laying on top of the insulin pump prior to the alarm. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump had a cracked display window corner and cracked reservoir tube.